Event description:
It was reported that the patient experienced difficulty pumping this inflatable penile prosthesis as the pump was high in the scrotum. A revision surgery was performed to remove and replace the component in a different location. There were no patient complications reported.